Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, far-field r-wave oversensing was observed and resulted in inappropriate mode switch. The patient was in stable condition. Additional information has been requested but has not yet been received.